Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 389 mg/dl at the time of incident and they went up near 500 mg/dl. Customer stated that she had high blood glucose and they were resolved by a set change. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.